Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional information received stating that the procedure was completed the following day. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labelling review. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that advancement of the delivery system over the wire may have caused unwanted interaction, contributing to the reported event. During the second evoque procedure performed one day post initial evoque procedure, the flail posterior leaflet was present at baseline prior to device manipulation. The evoque valve was subsequently deployed successfully and appeared stable based on the limited imaging available. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions were required.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The delivery system was over the safari wire when a torn papillary muscle/ flail leaflet was noted. The procedure was aborted. The patient was reported to be in stable condition, with no patient injury noted and no additional actions taken.